Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump failed the accuracy test¿ was confirmed due to contamination/dirt found inside the chassis. The expulsor, valves, foam, and optical disc were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump failed the accuracy test¿; during device evaluation the complaint was confirmed due to contamination/dirt found inside the chassis. The event occurred after infusion. There was no patient involvement or harm.